Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer locked up with an error message, which was determined to be caused by a software issue. The software was reloaded, and the issue was resolved. A loose ECG (electrocardiogram) connector was also found on the lem (link electronics module) circuit board, and the printer drawer was missing.

Event description:
It was reported that the programmer "freezes/crashes." No information was received indicating patient involvement.